Event description:
It was reported that during the patients spinal cord stimulation trial procedure, the patient passed away for an unknown reason. No further information can be obtained despite good faith efforts. Additional information was received that the physician does not know the cause of death. He does not feel the passing was device related, and nothing happened during the procedure that may have caused or contributed to the patients death.

Event description:
It was reported that during the patients spinal cord stimulation trial procedure, the patient passed away for an unknown reason. No further information can be obtained despite good faith efforts.